Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter does not work after it fell on the ground." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.